Event description:
Customer reported patient blood glucose results of 32 mg/dl, 102 mg/dl, 250 mg/dl, and 30mg/dl, within 14 minutes on inform system 1. Also reported patient blood glucose results of 23 mg/dl on inform system 1 and 159 mg/dl, 9 minutes later on inform system 2. Customer reported no patient symptoms. Customer was treated with insulin per facility protocol. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 1. (B) (4).